Manufacturer narrative:
Additional information: manufacturer narrative. The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. Root cause: the probable cause of the reported issue, where the device experienced under infusion of an unspecified medication, was not identified during the customer call. Gathered the required information and escalated the case to dchu for further review. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an under infusion of an unspecified medication. The clinician expected approximately half of the syringe volume to have been infused but it appeared none of the medication had infused. There was patient involvement, but no harm.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an under infusion of an unspecified medication. The clinician expected approximately half of the syringe volume to have been infused but it appeared none of the medication had infused. There was patient involvement, but no harm.